Manufacturer narrative:
Age: unk, weight: unk, ethnicity: unk, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -04.00 diopter, in the patients right eye (od) on (B)(6) 2021. The lens was explanted later that same day due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was due to patient-related factor but the device also failed to perform.